Event description:
It has been reported to philips that the tempus pro screen is not working and is out of use. The device was not in clinical use and no patient or user harm. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.